Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: d7a. - implant date. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b5, h6- annex a. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In clarification received on 09sep2021, it was reported that the extension tubing connected to the hub was splitting, rather than the hub itself.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Summary of event: it was reported that the white hub of a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC cracked. As a result, the device was removed and replaced with a single lumen 3 fr catheter. The device had been used for infusion of total parenteral nutrition (tpn)/smof/lipid. No other adverse effects have been reported. In clarification received on (B)(6) 2021, it was reported that the extension tubing connected to the hub was splitting, rather than the hub itself. Investigation evaluation: reviews of quality control procedures, complaint history, instructions for use (IFU), and the device history record were conducted during the investigation. The complaint device was not returned to cook for investigation; therefore, a device failure analysis could not be performed. A document-based investigation evaluation was performed. A review of the device history record (DHR) confirmed no related non-conformances. A database search discovered 5 additional complaints associated with the reported lot number. Three of the additional complaints were from the same user facility, for the identical reported failure. While there are additional complaints on this lot, there is currently no evidence of manufacturing deficiency. The product IFU warns ¿do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube¿. The IFU also instructs to inspect the product for damage upon removal from the package. The information provided upon review of the device master record (dmr), IFU and design history file (dhf) suggests that the device was manufactured to specification. There is no evidence of nonconforming product in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A previously completed CAPA found that this issue is related to device design. Based on the information provided and the results of the investigation, cook has concluded that device design contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. Occupation: lead rt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the white hub of a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC cracked. As a result, the device was removed and replaced with a single lumen 3 fr catheter. The device had been used for infusion of total parenteral nutrition (tpn)/smof/lipid. No other adverse effects have been reported.